Event description:
Two days following an uneventful endometrial ablation, pt admitted to hosp with complaint of uterine tenderness and fever. Blood cultures revealed streptococcus b infection. A review of the pt's records indicated that they were previously diagnosed as a carrier of streptococcus b. Pt was treated with antibiotics, released two days later and recovered normally. No surgical intervetion was required.